Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated two times at 6atm and 8atm accordingly. However, at second inflation, it was noted that the balloon ruptured. The device was removed without problems from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.